Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had frayed wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint of a frayed cable was replicated/confirmed. The instrument had frayed grip cable at the distal end and the frayed cable strands stuck out at the wrist. The instrument was found to have damage of the conductor wires insulation.